Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was not functioning . It was also reported the patient had not charged his ipg in approximately 6 months due to health issues. It was noted the patient also experienced pain. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. Follow-up information revealed the patient is doing well and reported effective therapy postoperative.